Manufacturer narrative:
The returned lead extensions were analyzed and were found to be cleanly cut in multiple sections. This type of damage is a result of the typical explant procedure and is not considered a device failure. With all the available information, boston scientific concludes the reported event was confirmed. The damage found on the returned lead extensions was caused during the explant procedure and is not considered a device failure. However, it was reported that the patient had developed a wound healing disorder over the lead extension sites. The investigation probable cause has determined that this is a known inherent risk of the device

Event description:
It was reported that the patient had developed a wound healing disorder over the lead extension sites. The lead extensions were explanted, replaced and the sites were relocated to avoid complete erosion through the wound sites. The procedure was completed successfully.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7070678.

Event description:
It was reported that the patient had developed a wound healing disorder over the lead extension sites. The lead extensions were explanted, replaced and the sites were relocated to avoid complete erosion through the wound sites. The procedure was completed successfully.